Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for chronic renal failure. Action taken with the therapy was not reported. The cause of the peritonitis and treatment information was unknown. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4): on (B)(4) 2013, follow up information was received related to this event. It was reported that the patient experienced cloudy effluent and abdominal pain as a result of the peritonitis. The patient was treated with ip irrigation and antibiotic medication cefamezin for the peritonitis. On a later date the patient recovered from the peritonitis and was discharged from the hospital. Therapy was ongoing. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.